Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the bowel ischemia was not determined since product was not returned and there is limited clinical details.

Event description:
The user facility reported a 69-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient was on impella 5.5 support and the patient had bowel ischemia possibly secondary to an embolic phenomenon. The cause is unknown. The patient went for an exploratory lap, purulent drainage, small bowel resection and ileostomy creation. Four units of blood products were provided to the patient. The patient was on systemic heparin.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.